Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases and a curved opening on the anterior side. A leak test and microscopic analysis were performed which identified a striated linear opening on the anterior side and a sharp linear on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening assessed as surgical damage consist in the use of some surgical tool, and a sharp opening on posterior assessed as an unidentified (tear) opening. Additional, corrected, and/or changed data: device evaluated by MFR.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, corrected, and/or changed data: b.5, d.7, d.10, h.3, h.6.